Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: blood pump; additional text: drive line infection not resolving; specific component(s) involved: driveline malfunction; additional text: drive line infection; other component:; causative or contributing factor: no specific contributing cause identified; other cause: intervention(s): other interventions, specify; other intervention: new lvad placed; implant device type: lvad; malfunction device type:.